Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that after treating the lesion with multiple unspecified cutting balloons, after advancing a 3.0 x 15 nc trek rx balloon dilatation catheter (bdc) without resistance to a heavily calcified lesion in the non-tortuous mid right coronary artery, the balloon ruptured at 15 atmospheres during the first inflation using an unspecified inflation device. The nc trek was withdrawn from the anatomy without resistance and another same size nc trek rx bdc was used to complete pre-dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.